Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that issue with pcb00, defective lens, the lens got stuck and it did not leave from injector. No patient injury reported. Additional information from external communication states that the lens got stuck in the injector, breaking the haptic when tried to release it. The lens has been removed and replaced by another lens with the same characteristics. No further information provided.

Manufacturer narrative:
Additional information/corrected data: additional information was received changing what was initially reported. It was learnt that this lens was stuck in cartridge with no patient involvement as the lens did not leave the injector. Hence this event is no longer considered a reportable event. No further information will be provided under manufacturer report number 2648035-2020-00022. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.